Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and was variable. A lead impedance out of range alert was triggered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead alert triggered, and the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited hi gh/fluctuating impedances and an possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was explanted. No patient complications have been reported as a result of this event.